Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles that 6 pen needles were missing the outer cover and tear drop label. The following information was provided by the initial reporter: consumer reported pharmacy patient returned box of pen needles with 6 missing outer covers. Inner shield present consumer reported thru this pharmacy the same missing the outer covers are missing the tear tab.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary customer returned a total of (104) 4mm, 32 gauge nano pen needles from lot 1327829 alongside a shelf carton for these pen needles. 8 of the returned pen needles were returned without an outer cover or tear drop label. No loose covers or labels were returned. However, it cannot be determined when or if the pen needles were opened beforehand using the information provided. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to directly confirm the customer¿s indicated failure of components of the pen needle missing. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles that 6 pen needles were missing the outer cover and tear drop label. The following information was provided by the initial reporter: consumer reported pharmacy patient returned box of pen needles with 6 missing outer covers. Inner shield present consumer reported thru this pharmacy the same missing the outer covers are missing the tear tab.